Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during drain 4 of 4. Per the home patient (hp) they had not disconnected during their dwell cycle and it was alarming in their drain. The technical service representative (tsr) assisted the patient with trouble shooting. The hp would call their registered nurse (rn) and then finish therapy using manual bags. The home patient contacted baxter (hp) for a follow up regarding reported problem. The hp stated that they just ended therapy and finished up with manual bags. They stated they did talk to their nurse about the alarm. They stated they do not know what caused the alarm. There was nothing unusual noted with the supplies. Therapy has been going better. They do not recall the lot numbers of the disposable sets, nor do they have any samples available.

Manufacturer narrative:
(B)(4). The lot number is unknown; no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; a baxter employee did not identify the alarm in the event log of a returned device, and user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.